Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that during the night while the customer was sleeping, the pump shut off unexpectedly and became unresponsive. The customer awoke vomiting and in diabetic ketoacidosis. Subsequently, the customer was hospitalized. Insulin was administered intravenously. During a follow up, the customer stated that blood glucose levels are much better.